Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary #the proximal segment of the lead was returned, analyzed and no anomalies were found. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low impedance and oversensing which triggered a lead alert. The rv lead was explanted and replaced. It was also noted that the patient had an infection of an unknown source. No patient complications have been reported as a result of this event.